Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the front cover was cracked and the battery lock was missing. The autopulse platform is a reusable device and was manufactured in 05/01/2013. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of autopulse platform making loud grinding noise. A review of the platform was performed and numerous user advisories (ua) 16 (timeout moving to take-up position) messages were observed in the log. During functional testing "ua16" was observed after the platform performed first compression. Further investigation found that the drivetrain was defective. In summary, the customer's reported complaint of autopulse displaying ua 16 and the loud grinding noise was confirmed during archive review and functional testing. The root cause for the reported complaint was due to a faulty drive train. After replacing the drive train, the platform passed all final testing criteria.

Event description:
The customer reported that during use on a male patient under cardiac arrest, the autopulse platform stopped working. The crew reported loud sound was coming from the platform and stated that the fan from was blowing really hard. Another platform was used to continue with CPR. The caller did not provide any further information. No patient consequence was reported. Upon power up the next morning, the platform displayed user advisory 45 (not at "home" position after power-on) error message. The caller was able to clear the user advisory. However, a loud grinding sound was heard coming out from the platform.